Event description:
A home patient (hp) contacted baxter's technical service center regarding the homechoice (hp) therapy and reported feeling overfilled in fill 1 of 5 cycle. The pt had abdominal distension and bloating. Baxter's technical svc rep (tsr) assisted hp with manual drain and manually drained off 5193ml. The last volume infused was 2982ml. The initial drain alarm setting (ida) was 0ml. The hp wanted to resume therapy and was routed back to fill 1 cycle. The hp will speak to the nurse about putting a value in the ida setting. The hp just recently started doing manual exchanges.

Manufacturer narrative:
(B) (4).